Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to needing settings adjustments. Customer had turned on exercise mode in an attempt to mitigate the chance of low bgs; however, this setting resulted in customer receiving an automatic bolus while sleeping that they would not normally have received at the time, though customer acknowledged pump was working as intended. As a result, customer's bg was "low" per continuous glucose monitor readings and was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding appropriate settings adjustments.